Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old (B)(6) female patient underwent a breast reconstruction revision with a mentor memorygel breast implant 250cc (r) and an unspecified mentor gel breast implant (l) and suffered several unexplained systemic symptoms, including breast pain on the right side, joint pain, fibromyalgia, arthritis, numbness in legs and feet, autoimmune issues, postural orthostatic tachycardia, mast cell activation disorder, brain fog, neuropathy, lyme disease, and capsular contracture baker grade unknown on the right side. The patient also reported a rupture on the right side. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.